Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height drawer 7 failed to close. The user tried to reboot and close the drawer using force, but the issue did not resolve. The customer stated that this malfunction caused a delay when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from another pharmacy. The customer added that the issue caused 30 minutes delay in retrieving the medications for the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 had failed to close. A field service engineer (fse) replaced the right-side universal rail to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.